Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted general sigmoid colectomy surgical procedure, after completion of the robotic portion of the procedure, the patient side cart (psc) was undocked and the surgeon began laparoscopic portion, while cleaning with a q-tip the top portion fell off into the patient's abdomen. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the qtip part fell into the patient and there were no needles involved. The fragment was retrieved laparoscopically. The patient did not return to the hospital. The surgeon was holding the qtip for cleaning the surgical field. The laparoscopic portion of the procedure was a planned part of the procedure. No procedure conversion happened.